Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2530904 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured when inflated. Hemostasis was achieved using another mynx vascular closure device. There was no reported patient injury. The device was not returned because it was discarded by staff. The procedure was diagnostic using a retrograde approach. The deployer was in training on the device. A 6f non-cordis sheath introducer was used. The femoral artery suitability was verified, the vessel type was arterial, the vessel diameter was =5 mm, there was no vessel tortuosity, and the presence of peripheral vascular disease or calcium was unknown. . The device was stored and prepared according to instructions for use. The balloon lost pressure while inside the patient after inflation, the device was removed, and a second device was used. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft, and the balloon did not lose pressure after being pulled to the arteriotomy. The device is not being returned for evaluation.